Event description:
The customer reported via phone call that they experienced high blood glucose of 417 mg/dl. Customer¿s current blood glucose was 204 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer treated with the manual injection. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer did allege pump was under delivering. Customer was not using auto mode during high blood glucose. Customer was performing high pressure test and displacement test and both were passed. The insulin pump and reservoir will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.